Event description:
It was reported that the patients ipg was not keeping a charge. The patient underwent an ipg explant procedure. The explanted ipg was not returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred on the date of explant procedure.